Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 years and 10 months following the implant of this transcatheter bioprosthetic valve severe central aortic regurgitation was identified. There was also a history of endocarditis. As result, an additional valve was implanted valve-in-valve. No additional adverse patient effects were reported.